Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted several troubleshooting steps, including using different adapters and cables, but these did not resolve the issue. Tandem technical support decided to replace the pump and advised the customer on backup insulin delivery methods, shipping instructions, and the process for returning the faulty pump.